Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was approached from the right common femoral artery. The 99% stenosed target lesion was located in the moderately tortuous right popliteal artery. This 3.0 x 20/135 (4f) sterling balloon catheter crossed another manufacturers wire and was dilated to 8atms / 60sec. Upon the 1st inflation. The sterling balloon ruptured upon the 2nd inflation at 10atms. The procedure was continued with another manufacturers device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).